Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01524.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit (kit) and a neuron max 6f 088 long sheath (neuron max). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician made two successful passes using the penumbra system jet 7 reperfusion catheter (jet7) with a neuron max. While attempting to make a third pass, the physician experienced resistance while advancing the jet7 through the neuron max; consequently, the distal tip of the jet7 became fractured and, therefore, it was removed. It was reported that it is unknown if the same sheath was used. The procedure was completed using a non-penumbra catheter. There was no report of an adverse effect to the patient.